Manufacturer narrative:
Continuation of d10: product ID 8780, serial# (B)(6) , implanted: (B)(6) 2018, product type catheter, product ID 87 09sc, serial# (B)(6) , implanted: (B)(6) 2011, explanted: (B)(6) 2018, product type catheter, h3: the 8780 and 8709sc catheter were returned and no significant anomalies were identified. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The previously submitted report had the incorrect aware and due date. The correct aware date is 2020-nov-20. Continuation of d10: product ID 8780 lot# serial# (B)(6) implanted: (B)(6)2018 explanted: product type catheter product ID 8709sc lot# serial# (B)(6) implanted: (B)(6)2011 explanted: (B)(6)2018 product type catheter. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare provider via a device manufacturer representative indicated that the catheter was this morning. The indira catheter was tied off in the pump pocket however it appeared that there may be cerebrospinal fluid (csf) still leaking beyond the silk ties. The collette was cut but the hcp was unable to aspirate. The hcp then cut the catheter (8709) followed by ligation and 2 cc of csf was able to be aspirated. A new 8596sc was implanted and connected to the spinal segment of the 8709. The hcp also used the connector pin to suture another silk to anchor it in place to avoid any future catheter kinks. The patient¿s rate was decreased to the lowest therapeutic dose. It was noted that the catheter segments from the 8709 as well as the segments from the ascenda 8780 will be returned for analysis.

Manufacturer narrative:
Continuation of d11: product ID: 8780, serial# (B)(6), implanted: (B)(6) 2018, product type: catheter; product ID: 87 09sc, serial# (B)(6), implanted: (B)(6) 2011, explanted: (B)(6) 2018, product type: catheter. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID 8780, serial# (B)(4), implanted: (B)(6) 2018, product type catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 07-mar-2020, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer¿s representative (rep) regarding the patient¿s implantable drug infusion device. The drug being delivered was 15 mg/ml morphine at 2.033 mg/day and 15 mg/ml bupivacaine at 2.033 mg/day. It was reported that the patient has had a seroma at the pump pocket where the provider will sometimes draw off 50-60 cc of fluid. At the last pump refill, the fluid was sent for analysis and reported back that it contained csf. It was unknown if there were any environmental/external/patient factors that may have led or contributed to the issue. Actions taken to resolve the issue included a catheter revision surgery scheduled for (B)(6) 2020. The issue was not resolved at the time of the report. There were no further complications reported/anticipated.